Event description:
Pt admitted to hospital for delivery of baby. A few hours after delivery (0234 am) secondary to pt's inability to void, a foley catheter was inserted at 0514 a.m. At 1145 the nurses attempted three times to remove the balloon fluid via gravity flow into an exercised 10cc bd syringe. Only 8cc of fluid came out and still the catheter could not be removed. They cut the balloon inflation port with no results. The pt's physician then pulled the catheter out of the pt. The balloon had 2cc remaining in it following removal from the pt. The nurses tried and could not remove the balloon fluid even after the catheter had been removed.